Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Other: it was reported that the patient presented to the clinic, and telemetry could not be established with the device. There was also no magnet response. The device was explanted and replaced. There were no reported patient complications as a result of this event. Interrogate, difficult to. Magnet mode discrepancy.

Event description:
It was reported that the patient presented to the clinic, and telemetry could not be established with the device. There was also no magnet response. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported that the patient presented to the clinic, and telemetry could not be established with the device. There was also no magnet response. The device was explanted and replaced. There were no reported patient complications as a result of this event.